Manufacturer narrative:
Section h10: (g5) PMA/510(k)number: k063569. (H3) upon review of all available information, the revision reported was likely the result of patient¿s conditions. (H6) evaluation codes: 2374, 2993. Section h11: corrections made in the following section(s): (b5) as reported, the initial implant of the right total shoulder arthroplasty was performed on this female patient on (B)(6) 2019. Only one week prior to this revision surgery, (B)(6) 2019. This patient was back in to the or because she dislocated while sleeping also causing the stem to move. She has a bmi over 50. During the procedure the shoulder was dislocated in standard fashion. He was then was able to pull the entire humeral construct out of the humerus. He then decided to put in a regular stem instead of the preserve ¿short stem¿ and up-sized the new stem as well. Next was the glenoid, to take off the glenosphere that was originally implanted and implant a 38mm +4 lateralized glenosphere. Next was the humeral side, implanted the humeral adapter tray and 38mm +0 constrained liner. The shoulder was reduced, and it was very stable. The wound was then closed in standard fashion. The patient left the or in stable condition and is expected to have a good outcome. The devices will not be returned due to hospital policy.

Event description:
As reported, the initial implant of the right total shoulder arthroplasty was performed on this female patient on (B)(6) 2019. Only one week prior to this revision surgery, (B)(6) 2019. This patient was back in to the or because she dislocated while sleeping also causing the stem to move. She has a bmi over 50. During the procedure the shoulder was dislocated in standard fashion. He was then was able to pull the entire humeral construct out of the humerus. He then decided to put in a regular stem instead of the preserve ¿short stem¿ and up-sized the new stem as well. Next was the glenoid, to take off the glenosphere that was originally implanted and implant a 38mm +4 lateralized glenosphere. Next was the humeral side, implanted the humeral adapter tray and 38mm +0 constrained liner. The shoulder was reduced, and it was very stable. The wound was then closed in standard fashion. The patient left the or in stable condition and is expected to have a good outcome. The devices will not be returned due to hospital policy.

Manufacturer narrative:
Pending evaluation.

Event description:
It was reported that the original right total shoulder arthroplasty was performed on this female patient on (B)(6) 2019. Only one week prior to this revision surgery surgeon brought this patient back in to the or because she dislocated while sleeping also causing the stem to move. Surgeon dislocated the shoulder in standard fashion. He was then was able to pull the entire humeral construct out of the humerus. He then decided to put in a regular stem instead of the preserve ¿short stem¿. He upsized the new stem as well. The surgeon then went to the glenoid and took off the glenosphere that he originally implanted. He then implanted a 38mm +4 lateralized glenosphere. He then went back to the humeral side and implanted the humeral adapter tray and 38mm +0 constrained liner. He reduced the shoulder and found that it was very stable. He then closed the wound in standard fashion. The patient left the or in stable condition, and is expected to have a good outcome.